Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3 on the display of their freestyle flash blood glucose monitor when a test strip was inserted. Although the meter was set to the correct unit of measure, his locked meter is now unlocked; therefore, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.